Event description:
Account said, the head hilo was drifting and wants a tech to repair the bed.

Manufacturer narrative:
Technician replaced valves to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.